Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device properly connected to the guardian link three and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 457 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.